Manufacturer narrative:
(B)(4). The field service representative (fsr) connected lines and tested functionally and could not duplicate problem. The fsr noted that the mixing valves were checked and he could not duplicate any failure. The water was very dirty. The fsr cleaned the unit and performed preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. An MDR remediation activity related to manufactured devices with a u.s. Food and drug administration (FDA) product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. This report is a result of the ¿heater ¿ cooler response remediation protocol 02-jun-2016."

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that channel b on the heater cooler unit failed to maintain set point heat. During a case the unit got to set temperature, but then began to drift down. The perfusionist (ccp) switched lines to channel a on the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.